Manufacturer narrative:
The customer support specialist (css) instructed the customer to perform several troubleshooting procedures. However, the css was unable to identify a definitive part as the likely cause of the issue therefore, the architect c16000 serial number c1601864 was considered to be the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect c16000 system. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6)was identified.

Event description:
The customer observed falsely decreased sodium result generated on the architect c16000 analyzer for one patient. The sample was repeated, and the results were normal. The following data was provided: customer¿s normal range is 133 to 143 meq/l. (B)(6) 2022 sid= (B)(6) initial sodium = < 108 meq/l, repeat results = 142 meq/l (same analyzer), 140 meq/l (another analyzer) no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.